Event description:
#6dct trach tube in place and was being assisted with ventilation by a mechanical ventilator. There was a ballard suctioning system between the trach tube and the ventilator circuit. Pt movement and the weight of the ballard dislodged the inner cannula and it extended about 2 inches from the trach tube. No alarms sounded.